Event description:
Customer alleged discrepant, back to back blood glucose results of 320 mg/dl and 110-115 mg/dl when testing was performed within 5 minutes on the advantage system. Customer reported no symptoms and took insulin based on the lower result. No adverse event was reported. A request was made for the return of the suspect device and replacement product was sent.